Event description:
It was reported that patient's atrial lead was dislodged during unrelated procedure. Loss of capture and loss of sensing was also noted. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.